Event description:
The al326 was used during a laparoscopic cholecystectomy. When surgeon pulled handle of the device for the first time, the clip formed over the cystic duct half way and would not release from the applier. The second firing was similar, but two clips were engaged. Er320 was then opened to complete the case.